Event description:
It was reported that the patient underwent posterior stabilization fusion and arthrodesis which included structural allograft bone graft prosthesis and bmp placed over the facets bilaterally at l4-l5 and l5-s1, and segmental fixation extending from the l4 to the sacrum utilizing pedicle screws and rods. Per op notes, pedicle screws were placed into the l4, l5, and first sacral pedicles bilaterally. Slabs of bmp were placed over the decorticated facets bilaterally. Slabs of allograft structural protein were placed in the intertransverse regions and over the facets bilaterally. Pedicle screws, connectors set screws and precut-precurved rods were placed. The set screws were torqued and a single crosslink placed between the rods. There were no intraoperative complications. Reportedly, sometime post-op, the patient developed unspecified injuries.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.